Event description:
It was reported the patient experienced a burning flicking pain sensation going up their neck following a minor car accident the week before. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4)